Event description:
It was reported that a cartridge alarm 30 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for the pump to be replaced as a corrective action.